Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(6) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the meter was found to have a low battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient¿s daughter contacted lifescan (lfs) alleging an issue with the calcode on the one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 8:00 am. The patient manages her diabetes with shots (other than insulin, unknown type) and denied taking any action in regards to her normal diabetes management as a result of the alleged issue. The daughter reported, two weeks after the alleged issue occurred, the patient developed symptoms of ¿shaking can¿t focus¿. On (B)(6) 2014 at 1:00 pm, a home health/visiting nurse tested the patient¿s blood glucose and obtained a result of ¿193 mg/dl¿ with another device (unknown type). It is not known, if the patient received any medical treatment by the home health/visiting nurse. At the time of troubleshooting, the cca walked the patient through resolving the issue. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.